Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they did the patient tracing with a score of 1.6mm, a lot of points were needed to reach that score. This had been done in non sterile with a non steril pointer and cranial patient reference frame. An anatomy check was done on the nose, and inner ear, the check was accurate was accurate. When placing the sterile cranial reference frame, the surgeon wanted to place the reference on the drape, it was advised to cut the drape and have metal to metal contact with the articulating arm. The drape was apparently not cut enough and the scissors were sticking on the drape, it was readvised that it must be metal to metal contact, but the draping was still partially placed between the arm and the cranial reference frame and a tilt of the patient reference frame could have happened. An anatomy check was done by placing the pointer on the entry point and it looked accurate, the tip of the pointer was on the surface of the bone. The burr hole was made and the trajectory was locked with an accuracy of less than 1mm.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the biopsy was off target by about 4mm towards the back (coronal plan.) The lesion measured about 10mm. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. The manufacturer representative (rep) indicated that there were three probable root causes. Patient trace registration in non-sterile went through as expected. When placing the sterile cranial reference frame, the surgeon wanted to place the reference on the drape. The rep advised to cut the drape and have metal contact with the articulating arm. The drape was apparently not cut enough, and the scissors were sticking on the drape. The rep reinforced the message to the surgeon that it must be metal to metal contact. From the rep's point of view, the draping was still partially between the articulating arm and the cranial reference frame. A tilt of the patient reference frame could have happened. It al so could have been the guide stem movement after the trajectory lock. The surgeon did apply some force to go through the dura, but the rep was not sure that an incision was performed on the dura after the burr hole drill. Additionally, it could have been the articulating arm movement, respectively, the reference frame movement after non-sterile registration.

Event description:
Additional information was received. It was reported that the inaccuracy was not discovered until the biopsy analysis results and post-operative magnetic resonance imaging (MRI) were received.

Manufacturer narrative:
Additional information added to b5. A2-4 have also been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.